Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-2 fell off of the ultra fast-fix curved introducer after t-1 was implanted. The procedure was completed with a backup device. There is no information as to whether t-1 was removed, or left unsupported. A short delay of less than 30 minutes was reported and there was no patient impact associated with this event.

Manufacturer narrative:
Device investigation narrative - one ultra fast-fix curved device 72201491 received. The device was received in a fully advanced and locked position. It was received without the blue split depth limiter, t2 or any sutures. The device shows use. There is a slight twist and widening of the delivery needle at the dimple area. It is not possible to confirm or disprove the indicated failure. (B)(4).

Event description:
Additional information: it was confirmed that the t-1 implant was removed and that no material was left unsupported in the patient.